Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A nurse reported that a knife did not cut during surgery. An alternate was obtained in order to complete the procedure. Patient impact information is unknown. Additional information has been requested.

Manufacturer narrative:
As no sample has been returned for evaluation for the report of no cut, the condition of the product could not be verified. A review of the related device history records for the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there is one additional complaint associated with the reported lot number for the reported complaint issue. As no sample was returned and the device history record review of the provided lot number indicates that the product was released according to acceptance criteria, the root cause for the defect experienced by the customer cannot be determined. The exact root cause for this complaint is unknown, therefore specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Defects, such as dull blades, are removed from the lot and scrapped. Penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).